Event description:
Three days after stimulation was initiated, vns pt implanted for treatment of depression reported that she felt her heart racing but did not experience any chest pain. The pt also reported shortness of breath and left jaw pain. The pt reported that she felt that these symptoms were related to her anxiety. Treating physician indicated that the pt has experienced an increase in anxiety and a decrease in depressive symptoms with the vns therapy. Three days after reporting the event to her physician, the pt used the magnet to temporarily discontinue stimulation for one day; however her anxiety did not improve in the absence of the vns therapy. Treating physician then tapered the pt off of wellbutrin and increased her klonopin dosage from 1.0mg to 2.0mg tid. Treating physician continues to titrate vns settings for treatment of depression.

Event description:
Further information revealed that the patient is now doing well. It was also reported that the patient's friends and family believed the vns therapy is working for the patient as they can see the difference in the patient's behavior in regards to depression.